Event description:
It was reported that the patient was walking with their physical therapist when they underwent a hemorrhagic stroke. The patient passed away due to the adverse event. It was noted that the patent's highest charted mean arterial pressure that day was 103 and their international normalization ratio was therapeutic. It was said that the patient exhibited symptoms of right-sided weakness, facial drooping, and aphasia at the time of the event. Death was not considered device related and the device operated as expected at the time. It was confirmed that there were no alarms at the time of the event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.